Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility reported a colleague infusion pump with a failure code of 812:05. The event was reported to have occurred during biomed servicing. Based on baxter's review of the device event history, failure code 812:05 is a failure that occurred due to a preceding failure. The preceding failure code was 810:11, which occurred during delivery. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. No additional information is available.the user interface module master software version associated with this report is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation. (B)(4).

Event description:
Caller indicated the relion confirm meter was reading low. Customer stated the meter read falsley low, she didn't feel well so she went to the hospital and read high at the hospital. She refused to give any additional information or send product back. The customer hung up without getting the required information or properly resolving the call with the customer. Attempts were made to contact the customer. On (B)(6) 2010 3:04, customer left a message explaining she will not answer the questions as it was causing her too much anxiety and felt the questions were too personal (ex. Weight, age) she explained to call her back because she wants a refund. Left message for the customer on 11/4/10 and sent letter 11/10/10. Still no response.